Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable had frayed with exposed wires. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was able to charge the pump successfully with an alternate cable.